Event description:
Respiratory therapist was at patient's bedside checking the ventilator (patient was in weaning mode) when it went into back up ventilation mode. The ventilator was rebooted, it came back on, but then went back off again. The patient was manually ventilated while the equipment was changed out. There was no injury to the patient. The equipment was returned to the distributor for a new ventilator.